Event description:
It was reported that the patient had a cardiac test done and the test results were interrupted, presumably by the interstim device. After the caller changed out electrodes and catheters, the patient went into arrhythmia and had to have cardioversion. After the cardioversion, the EKG had clear baselines and the test results were normal. A follow-up report will be sent if additional information becomes available. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).